Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open box from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket partially retracted. The basket had one (1) broken wire detached at the distal end of the wire and remaining attached at the proximal end of the basket. The basket was able to be fully advanced and retracted with the broken without resistance. The profile of the fractured was smooth and even. There was no noted evidence of the wire being damaged by the buff process. Buckling was noted at the proximal end of the catheter 17.5 cm to 20.1 cm from the device handle. No parts of the device appear to be missing. No other anomalies were detected. A lab meeting was held with production leadership and manufacturing engineering on 02dec2024. It was determined that there was no indication that the wire was damaged during the manufacturing process and no indication of nonconformance. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report of basket wire breakage. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all memory soft wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During stone extraction in the common bile duct the physician used a cook memory soft wire basket. It was reported that the user checked the package and confirmed there is no damage. The user then started to advance the device into endoscope to capture stone, but observed that the basket wire was deformed seriously during basket closure so they retracted the device and discovered that one basket wire was broken. User changed to another same rpn device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.